Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Max vpace impedance rises gradually from an approximate baseline of 500 ohm the week ending (B)(6) 2013 to greater than 3000 ohm the week ending (B)(6) 2013. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing impedance and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234drg, implantable cardioverter defibrillator, (B)(6) 2010; 4574, implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.